Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap and minicap transfer set. The mini cap and the transfer set could not be connected tightly and needed to be twisted and turned for a long time. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: twenty-four (24) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Dry iodine was observed on two minicaps. The minicaps were assembled to the transfer set connector and tightened, then submitted to under water pressure testing, and no issues or leaks were observed. The reported connection issue was not verified. The cause of the dry iodine could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.